Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, the patient experienced a skin reaction under the sensor adhesive. Date of issue is an approximation. The sensor was inserted into the abdomen. The reaction was described as blistering and the patient's skin had pus and peeling layers of skin, under the adhesive area of the patch. The appearance of the reaction looked of skin sloughing. The patient's mother reported that the patient's skin is sensitive in general to adhesives with increased reactions at the dexcom skin sites. It was indicated that the patient's mother had previously tried many skin preparations including the use of flonase and skin tac. The patient saw his dermatologist at the beginning of the month of (B)(6) 2016 and was referred to see a specialist. On (B)(6) 2016, cultures of the moisture under the skin were taken and the patient was advised to stop using the dexcom system. The specialist prescribed unspecified creams, foams and flonase to treat the area. It was indicated that the patient's mother stopped the use of the dexcom system for several months due to the skin irritation. At the time of contact, the patient was in stable condition and is no longer using the dexcom system. No additional patient or event information was provided.